Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 1999 was diagnosed in 2003 as opacified and was explanted & replaced in 2003. Corneal suture removed 26 days post-op. Visual acuity reported as 20/100 in 2003 follow up visit. Prognosis listed as good - corneal astigmatism suture. No further info is available at this time.